Event description:
Event description guidant received information that secondary to an atrial-ventricular block, this implantable lead displayed loss of capture and pacing pauses lasting 3 seconds, which caused the patient to become syncopal.